Event description:
It was reported that during the replacement procedure, electrocautery induced ventricular tachycardia which degenerated into ventricular fibrillation but spontaneously converted to sinus rhythm on three occasions. The device was explanted and replaced. No further patient complications were noted as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.